Event description:
It was reported the patient (B)(6) felt what was described as an electrical discharge, then lost stimulation. This event occurred while the patient was in the shower. Diagnostic testing identified invalid impedances on all lead contacts. X-ray imagery was performed with no anomalies found. The physician elected to proceed with surgical intervention. During the procedure, invalid lead impedance were confirmed. The lead was then explanted and replaced. After the new lead was implanted, intraoperative testing was performed and showed all lead impedances were within normal range. Effective stimulation was restored following the procedure. It was noted when explanting the lead, the physician inadvertently cut the lead in two places.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.